Event description:
Rn was injecting haldol. Syringe did not completely hold drug, allowing some to spill out from the bottom. Automatic retraction occurred before total amount administered. Syringe delivered incomplete dose.